Event description:
It was reported by the surgeon that a patient presented with anterior medical pain and tibial loosening and that during the revision the tibial baseplate came out with no cement attached, leaving a smooth cement mantle fixed to the tibia. The surgeon further reported that the x-rays looked well aligned.